Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in a 57-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage unknown. The patient¿s comorbidities were not reported. During impella cp support, there was concern for hemolysis, accompanied by a decrease in platelet count. Further clinical details were not available at the time of reporting. Imaging assessment confirmed appropriate pump positioning at the time of the reported hemolysis. The purge solution consisted of dextrose 5 percent in water (d5w) with 25 milliequivalents per liter of sodium bicarbonate. The device was functioning at performance level p-7 with flows of approximately 3.3 liters per minute. The patient remained on impella cp support at the time of reporting.

Manufacturer narrative:
The cause of the injury was not determined due to insufficient clinical details and no product returned. Corrected information provided in d3 (manufacturer fax). Additionally, g1 has been removed. (Manufacturing site name) additional information has been provided in b2, b5, d6b, h6 and h11.

Event description:
Additional information was received that after one day on support, the patient expired. The impella is being conservatively reported for death; however, unlikely contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, complicated by society for cardiovascular angiography & interventions (scai) stage d shock, and dependent on high-dose vasopressor support.